Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw2038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after opening the package of this catheter, guide wire was exposed to the lateral of the tip of the catheter. Continued use will cause potential safety risks.